Manufacturer narrative:
No product was returned for evaluation. Two potential associated lot numbers (cv2218 lot 16121616 and cv917 lot 16051816) were provided. Device history records for the indicated production lots were reviewed and found to meet all product requirements prior to release. Additional product from these lots was tested and found to pass all performance specifications. Root cause unable to be determined based on provided information. Report from distributor indicates that in follow-up with the clinic, the suture was determined not to be a contributing cause of the incidents.

Event description:
The patient underwent an open perineal repair procedure. The product was being used to repair the vagina's perineum and applied to deep tissue, muscle layers, and subcuticular layer. A standard suturing technique was used. There were no issues during the original procedure. The patient was readmitted several days post operatively due to perineal complications and wound dehiscence. There was tissue damage. Antibiotics were administered prophylactically. The patient reported symptoms of pain, irritation, itching and inflammation, and was tested for infection. In order to resolve the issue, returned to the guideline of the perineal repair and used another type of product for the repair.